Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: the pump booted to the verify screen with no issues. A 1.0u/hr basal program was executed in the pump for a 24-hr period; no un-programmed boluses were delivered or recorded in the pump history during that time. There was no hypersensitivity to the keys observed on the keypad. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that there were ghost boluses observed in the pump history that were not given by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.